Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. Customer's blood glucose was unknown mg/dl. The customer stated that it is hard to see the screen sometimes. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.